Event description:
Hcp reported an event related to disc occlusion with a 27mm med hall mitral. The valve was reported as exhibiting intermittent impingement intraoperatively. The hcp also experienced difficulty in rotating the valve in an attempt to resolve the issue by re-orienting the valve. The valve was replaced.